Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report is based on information which has been investigated or verified. Based on the information available for this complaint, the root cause of the reported pneumothorax is related to a known inherent risk of the device and procedure as documented in the labeling. A visual examination of the scope handle, shaft, and tip observed no external damage except observed kink in the scope jacket 10mm from the scope handle. A review of the calibration data obtained from production final acceptance testing revealed all acceptance criteria were met and no anomalies found. Based on the results from the examination, the bronchoscope did not meet specifications due to observed kink on scope jacket.

Event description:
It was reported that during a monarch bronchoscopy procedure the patient experienced a pneumothorax in the right lung. A chest tube was placed and patient was hospitalized. The following day the chest tube was removed and the patient was released. The physician stated that the scope appeared to be kinked and the physician elected to abort the case.